Manufacturer narrative:
An event of early degeneration and dysfunction of the valve was reported. The results of the investigation are inconclusive since the device was not returned for analysis; however, eighteen photos were received for analysis. The images demonstrated tissue ingrowth or a torn cusp in multiple valves. As the photos were unlabeled, it could not be determined which, if any, of the photos depicted this valve, serial number (B)(4). The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
(B)(6) cardiac surgery department has been using st jude boicore biological valves for 10 years. (B)(6) is strictly following the storage, handling conditions and use of valves in accordance with label. In 2019, we noted the return of patients with early degeneration and dysfunction of biological valves implanted between 2016-2017. Data of macroscopic and microbiological results did not show an inflammatory reaction on the valves themselves and on the cuff itself, and there was also no bacterial growth after seeding. We have repeatedly informed verbally and through the information line ((B)(6)) of st jude distributors that cases of early degeneration of boicore biological valves were recorded in two clinics of nur sultan. According to the studies, the survival of biological valves should be at least 13-18 years, depending on the position of the installation, taking anticoagulants, the age of the patient (in the application we will send you photos and some serial numbers of valves). We should inform you what we would like to receive from you written explanations from st jude/abbott. In case we don¿t receive all the exhaustive information from the manufacturer within a month, then I, as a member of the association of the society of cardiothoracic surgeons of kazakhstan, will have to officially inform cardiac surgeons about these facts at the next session in late february. And most likely it will be necessary to stop the purchase of these valves in kazakhstan for 2020. Safety of our patients is a priority for us. Patient's information (e.g. Age, weight, gender, ethnicity, race, patient's initials) cannot be handled by abbott in absence of patient's written consent as required by the personal data protection national legislation. National legislation prevents the recording of such information. A written consent has not been obtained in this case; therefore, this information is not available.